Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/14/2020. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: why does the surgeon believe the bleeding is associated to the endocutter? Was the plee60a used on or near vessels or were other energy/ligating devices used? What was done in the reoperation? What is the current patient status?

Event description:
It was reported that the doctor performed a gastric sleeve procedure on a patient on (B)(6) 2019, using a plee60a stapler. Eight hours, post-op, the patient returned to the or with confirmed bleed at gastroepiploic vessels. Patient had four liters of blood in abdomen. Patient received +7 units of blood transfusion. Patient went to ICU, intubated and extended length of stay. This is all the information known/available regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6)2020. Additional information received: recent conversion from medtronic to ees in (B)(6)2019 -surgeons converted to manual echelon device -bariatric group doing about (B)(4) cases per year -docs transitioned to powered in november -bariatric coordinator reached out to rep recently that the doctors had three post-operative bleeds ¿ they had never seen this with medtronic or the manual staples -(B)(4) out of the (B)(4) they could not find the site of the bleeding and could not necessarily blame the stapler -the sleeve where tisseal and clip appliers were used required multiple blood transfusions ¿ surgeons could still not determine if these issues were related to the stapler -customer is questioning whether or not the post op bleeds could be associated with the stapler -procedures are being done robotically ¿ pa fires the staplers cartridge selection ¿ sleeves ¿ green, gold, blues ¿ (B)(4) or (B)(4) total firings ¿ using buttressing (gore seam guard) and tisseal ¿ intraabdominal bleeding -bypass ¿ blues for the pouch ¿ with buttressing ¿ jj they are using buttressing with white on one side ¿ naked white for the common channel -surgeons wait 10-15 seconds -mix of pulse firing or single firing -no staple malformation noted -when using medtronic in the past the surgeons were using purples for the pouch and tans for the jj and in sleeves ¿ black, purple tans.